Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded, receiver shutdown was observed. Functional testing was performed and it passed. A discharge test was performed and it failed. The receiver case was opened, the internal inspection passed. A discharge test was performed with a known good battery and it passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an unexpected receiver shut-down . No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.